Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was not confirmed. The stent implant was stationary on the balloon between the markers. On the first and second row, from the distal end of the stent implant, the stent struts were flared, stretched, bent and overlapped. The balloon crimped marks were observed under the lifted struts, proximal to the balloon distal marker. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, factors that may contribute to stent dislodgment prior to use include, but are not limited to, crimping during manufacturing, incorrect sheath sizing, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, or interaction with accessory devices. In this case, it is possible the account may have interpreted the noted material deformation/stent damage of flared, stretched, bent and overlapped stent struts (which may have been caused by inadvertent mishandling during sheath/stylet removal) as stent movement/dislodgement; however, the reported stent dislodgement could not be confirmed during return analysis testing. Due to the limited amount of information available, a conclusive cause for the reported stent dislodgement cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking of the 2.75x33mm xience alpine drug eluting stent (des), the stent was noted to be dislodged was still attached to the delivery system. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.